Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled and there was blood in/on the helix mechanism. The analyst also noted that the helix extends and retracts with product specification.

Event description:
It was reported that six months after implant, the physician discovered that the right ventricular lead had dislodged and lead impedance trends had decreased. It was noted the a chest x-ray confirmed the dislodgement. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.